Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2025 and suture was used. During the procedure, during intradermal suturing with suture, the problem of pulling off suture needle happened (with moderate force at the time), and the needle had been removed. The suture remained in the subcutaneous fat area, and the operating room medical team immediately took emergency measures. With professional operation techniques, the remaining suture was completely pulled out without damaging the surrounding tissues. Subsequently, the wound condition of the parturient was closely observed, and the patient did not show any abnormal conditions such as redness, swelling, or exudation. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: were there any patient consequences? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. "D4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.